Event description:
Had a kim knotless incontinence sling put in and 7 weeks later suffered urinary urgency frequency, a stuck pain sensation at urethra , pain at urethra, painful intercourse, rashes, hair loss, and more. FDA safety report ID# (B)(4).